Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the anti-hcv g2 elecsys cobas e 200 v2 assay performed within specifications. Calibration signals for the reagent lot 776047 and quality control results for precicontrol anti-hcv lot 735631 were found to be within the specified ranges. The investigation was limited as no sample material was provided for further analysis. A definitive root cause for the reported event could not be determined based on the available information. However, a general reagent issue was excluded. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a false negative result for one patient sample tested with the anti-hcv g2 elecsys cobas e 200 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2024, the sample was tested on the cobas e 801 and generated a result of 0.044 (negative). A rerun on the same system at 2:50 pm produced a result of 0.048 (negative). On (B)(6) 2024, the same sample was tested on the mini vidas (biomerieux) system, which generated a result of 12.24 (positive). A rerun on the mini vidas system on the same day produced a result of 12.35 (positive). Additional testing was performed using an enzyme linked fluorescent assay (elfa) for anti-hcv, which yielded a positive result. Testing with chemiluminescent microparticle immunoassay (cmia) for anti-hcv also produced a positive result. No immunoblot testing was performed. The erroneous results were not reported outside the laboratory.